Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and blank display. Customer reported that they were able to clear the alarm and was able to rewind the insulin pump. Customer states the alarm occurred immediately after a battery change. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that battery cap was neither damaged nor corroded. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.